Manufacturer narrative:
(B)(4). One (1) imp,tsv,mcol mg,4.1mm,11.5mml (tsvm4b11) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (1226207). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226207) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable since, the reported product (tsvm4b11) was not returned. Product returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Weight unknown / not provided. Expiration date unknown / not provided.

Event description:
Doctor reported implant fracture with inflammation at tooth site 25.